Event description:
It was reported that while in use on a patient, this 980 ventilator generated a low oxygen alarm. The patient was removed from the v entilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Issue identified during product analysis. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator generated a low oxygen alarm.  The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp checked and found that oxygen (o2) percentage read low, calibrated the o2 and verified o2% values were within specification. Sp additionally during testing found atmospheric pressure calibration failed and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). Also during testing the extended self-test (est) failed the exhalation valve (ev) velocity test. The sp replaced the exhalation valve assembly (eva). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The ifm pcba has been received by medtronic and is currently under analysis. The eva was returned for failure investigation. A visual inspection of the returned eva was conducted, and no faults/damage were observed. The part was attached to the test ventilator and powered up. During the est, the device failed the circuit pressure test with the message expiratory autozero fail. After a thorough investigation, a faulty so1 reference designator component in the eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event is pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: updated due to additional part analysis medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator generated a low oxygen alarm.  The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp checked and found that oxygen (o2) percentage read low, calibrated the o2 and verified o2% values were within specification. Sp additionally during testing found atmospheric pressure calibration failed and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). Also during testing the extended self-test (est) failed the exhalation valve (ev) velocity test. The sp replaced the exhalation valve assembly (eva). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One ifm pcba was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The ifm pcba was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and passed post (power on self -test). At calibration the barometric pressure was out of range (oor) confirming ifm pcba to be faulty. The eva was returned for failure investigation. A visual inspection of the returned eva was conducted, and no faults/damage were observed. The part was attached to the test ventilator and powered up. During the est, the device failed the circuit pressure test with the message expiratory autozero fail. After a thorough investigation, a faulty so1 reference designator component in the eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). There is an existing previous internal investigation regarding the so1 issue. The returned components eva and ifm pcba were found to be faulty, however these are not related to reported issue. The investigation found calibration of o2 sensor resolved the issue but could not determine a cause of the event. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator generated a low oxygen alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp checked and found that oxygen (o2) percentage read low, calibrated the o2 and verified o2% values were within specification. Sp additionally during testing found atmospheric pressure calibration failed and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). Also during testing the extended self-test (est) failed the exhalation valve (ev) velocity test. The sp replaced the exhalation valve assembly (eva). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The ifm pcba has been received by medtronic and is currently under analysis. The eva was returned for failure investigation. A visual inspection of the returned eva was conducted, and no faults/damage were observed. The part was attached to the test ventilator and powered up. During the est, the device failed the circuit pressure test with the message expiratory autozero fail. After a thorough investigation, a faulty so1 reference designator component in the eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The investigation could not determine a cause of the reported event. There is an existing previous internal investigation regarding the so1 issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.